Event description:
"The clinician used the catheter and put it down on the bed. Proceeded with hooking up the IV, then brushed the catheter and it stuck them. Did not pay attention to see if the clip engaged."